Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller (serial number: (B)(6) is being evaluated following a routine heart transplant. The system controller was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 8 days (15nov2023 ¿ 23nov2023 per timestamp). The driveline was disconnected on (B)(6) 2023 at 16:09:06 and the controller was shut down at 16:09:33. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller would be returned following the patient's heart transplant. The device had been operating as expected at the time of the transplant.